Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-06754, 3006705815-2023-06755. It was reported that the one of the patient's leads migrated and the other had high impedances, and the ipg reached end of life. Surgical intervention was undertaken to replace the entire scs system. Effective therapy was established postoperatively.